Event description:
It was reported the tip of a polyaxial screw driver sheared off during a posterior lumbar interbody fusion (plif) surgery. The surgery was delayed by 10 to 15 minutes due to this issue. The tip remained in the screw. There was no injury to the patient reported.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.